Event description:
Customer reported a pump alarm occurrence, specifically alarm 20, during insulin pumping. There was no reported impact on the customer's blood glucose level, as the customer declined to answer specific questions about levels exceeding 500 mg/dl. The issue was not resolved despite the customer being assisted in loading a new cartridge, so a replacement pump was arranged by technical support. The customer will use multiple daily injections (mdi) as backup therapy and was guided on returning the defective pump using a pre-paid label.